Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient undergoing emergent cardiac catheterization for suspected myocardial infarction became hemodynamically unstable and required placement of an impella cp device. Prior to device implantation, the patient experienced episodes of ventricular tachycardia requiring cardiopulmonary resuscitation. After impella insertion, oozing was observed at the femoral access site. Forward tension sutures and two figure-of-eight sutures were applied, followed by manual pressure and use of a femoral compression device. A hematoma developed and was marked. Upon transfer to the cardiovascular intensive care unit, the hematoma was noted to have enlarged, prompting removal of the compression device and renewed manual pressure. Bedside ultrasound evaluation was initiated, and additional clinicians were consulted. The patient later underwent surgical intervention, during which resolution of the hematoma and bleeding was documented.